Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery. Intra-op, tip of the shaft broke and remained in the implant. Surgeon was able to remove the tip from implant. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual review confirmed the threaded tip of the interbody shaft has been broken off with a few partial threads remaining microscopic examination of the fracture surface finds a fairly brittle fracture with an angled ridge with no indication of fatigue. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.